Event description:
It was reported that the pt's device migrated. On (B)(6) 2012, surgery was successfully performed to re-positioned the pt's device.

Manufacturer narrative:
Advanced bionics considers the investigation into this event as closed. Device testing revealed normal function. The pt's device remains implanted. This is the final report.